Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's brother reported a fluid leak in association with the patient's pd treatment. There was an air detected in cassette warning which occurred during pause 1 of 1 of treatment. There were multiple air detected warnings. Patient canceled treatment and found fluid on the front of the cassette when it was removed from the cycler. There was also fluid that leaked from the drain bag. In a follow up, a nurse verified the fluid leak event and said the patient had no harm, intervention or adverse effects associated with the leak. The products have been thrown out and the patient is using the same cycler. The patient is continuing treatments with no further issues.

Event description:
A peritoneal dialysis (pd) patient's brother reported a fluid leak in association with the patient's pd treatment. There was an air detected in cassette warning which occurred during pause 1 of 1 of treatment. There were multiple air detected warnings. Patient canceled treatment and found fluid on the front of the cassette when it was removed from the cycler. There was also fluid that leaked from the drain bag. In a follow up, a nurse verified the fluid leak event and said the patient had no harm, intervention or adverse effects associated with the leak. The products have been thrown out and the patient is using the same cycler. The patient is continuing treatments with no further issues.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.